Manufacturer narrative:
This report has been filed in duplicate. Please refer to MFR report #3005985723-2016-00199 for investigation results

Event description:
A surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the surgeon noticed that the initial burr looked too deep, he then used the probe to confirm the depth which was noted to be too deep. The femoral array and checkpoint passed but the base array registered 12.88mm off from the original registration. At this point the surgeon decided to convert the case to a manual total knee arthroplasty. The case was completed successfully.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the surgeon noticed that the initial burr looked too deep, he then used the probe to confirm the depth which was noted to be too deep. The femoral array and checkpoint passed but the base array registered 12.88mm off from the original registration. At this point the surgeon decided to conver the case to a manual total knee arthroplasty. The case was completed successfully.